Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced shortness of breath during dwell 1 of 6. The patient was connected to the homechoice (hc) device at the time of the event. The nurse stopped the dwell and initiated a manual drain with drain volume (dv) of 3500 ml. It was reported draining relieved the symptoms. The nurse disconnected the patient from the device. The initial drain volume (idv) was 0 ml. It was reported the patient performed an off-cycler manual fill of 2000 ml three hours prior to connecting to the hc device. Renal therapy services (rts) reviewed the idv and found the volume of 78 ml. Rts advised the nurse to contact the peritoneal dialysis nurse to adjust the ida setting. No additional information is available.

Manufacturer narrative:
Additional information: the device was not received for evaluation; therefore, a device analysis could not be completed. The homechoice and homechoice pro apd systems patient at-home guide warns that "too low an I-drain alarm volume can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.